Event description:
The customer contacted beckman coulter inc. (Bec) in regards to erroneous positive tbhcg serum results for a female dialysis patient generated by the dxi600 access immunoassay. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The initial sample was repeated on the same unit and lower result was obtained. The secondary sample was repeated on the same unit and alternate unit. The alternate unit generated lower results and the same unit generated false positive results. Per customer qc was within specification. Service was not dispatched since the customer is not questioning the system's performance. The sample was sent to customer product line support east for interference testing. Heterophile testing did not demonstrate the presence of an interfering compound. On (B)(6) 2011, a new draw was sent to the cpls for additional testing. Sample was sent for alternative testing (roche) and result showed an elevated tbhcg which confirmed access results. No root cause for this event has been determined to date.

Manufacturer narrative:
Service not dispatched.

Manufacturer narrative:
From: alternate system thcg, s/n not supplied. To: alternate system thcg, dxi 600 s/n (B)(4).